Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the elite pro by instrumentation laboratory and their reagent which was not specified. At 10:26 a.m. The meter result was 3.7 inr and the laboratory result was 2.8 inr. The initial reporter stated the meter result was obtained from blood taken from the venous draw puncture site. She stated it was blood directly from the vein and not from a syringe or sample tube. She said the nurse drew blood from the vein for a lab draw and when removing the needle the blood from the puncture site was applied to the test strip within 15 seconds of removing the needle. The patient's therapeutic range is 2.0-3.0 inr and tests weekly. The patient is in stable condition.